Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported per biomed that over the past few weeks since we have deployed our new lvp¿s we have run into several instances in which the lvp¿s do not tightly connect to the pc module. The biomed stated; "we are guessing this is due to the age of our pc modules." Although requested there was no additional event details for this event.